Manufacturer narrative:
Upon receipt, the stored egms were reviewed and episodes were found to depict intermittent noise in the ventricular sense/pace channel. Bench tests were performed, and the device was found to function normally. The cause of the field event was due to a lead anomaly. The device high voltage output was also tested and found to function normally.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced ineffective shocks and noise during ventricular tachycardia episodes. The right ventricular lead had an exitblock but sensing and impedance were normal. The lead and the device were explanted and replaced. During the replacement procedure insulation damage was noted on the proximal end of the lead. The patient was in good condition following the procedure. Related device report: 2938836-2017-12559.